Event description:
It was reported that this pacemaker was in unipolar sensing causing oversensing of noise, pacing inhibition resulting in asystole, and device was found operating in safety mode, which permanently limits device function. The patient experienced an episode of syncope with loss of consciousness. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for product analysis. At this time the product has been returned, and the product investigation is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was in unipolar sensing causing oversensing of noise, pacing inhibition resulting in asystole, and device was found operating in safety mode, which permanently limits device function. The patient experienced an episode of syncope with loss of consciousness. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for product analysis.